Event description:
Litigation papers allege the patient suffered from pain, walked with a limp, moderate limitation of range of motion an elevated metal ion levels. During back surgery on (B)(6) 2012 an aspiration on her left hip revealed a collection of fluid. On (B)(6) 2012 a CT scan revealed fluid, pseudotumor and acute local tissue reaction.

Event description:
Litigation papers allege the patient suffered from pain, walked with a limp, moderate limitation of range of motion an elevated metal ion levels. During back surgery on 5/16/12 an aspiration on her left hip revealed a collection of fluid. On (B)(6) 2012 a CT scan revealed fluid, pseudotumor and acute local tissue reaction. Update: (B)(4) 2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). Added: age, procode/regstat, expiration date, patient code.

Event description:
Ppf alleges pseudotumor. Added lawyer, age, surgeon, account name and updated product details manufactured and expiration date. Corrected date of revision. Doi: (B)(6) 2007 - dor: (B)(6) 2012.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.